Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported detect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. On (B)(6) 2015 navilyst medical complaint report was reviewed for the product family of manifolds, and the failure mode, "air bubbles noted." No adverse trends were identified. Returned for evaluation was the connected contents of the convenience kit as well as one bsc catheter (not provided by navilyst medical). No damage or defects were visible on any of the components. The manifold from the kit was air leak tested per navilyst medical procedures, and passed. Simulated use testing was then performed on the manifold and catheter in an attempt to re-create the reported issue: the entire system (syringe, manifold and bsc catheter) was primed and de-bubbled using the 12ml syringe that was returned with the kit. Fluid was drawn into the primed system by aspirating the syringe piston by hand. No air was observed during the aspirations. Fluid leakage at the location of the manifold rotating adaptor was also not observed when the catheter was clamped off and an injection attempted with the syringe. The female threads of the manifold ports as well as this syringe male taper were measured and found to meet specification. The syringe was also leak tested, and passed. Multiple attempts were made to duplicate the reported failure mode and in all cases no bubbles were noted in the manifold system. Complaint cannot be confirmed as the assembly meets specification and functioned as intended. DHR search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Possible root cause may be that the end user did not adequately secure connections between the manifold and the device to which they were connecting (bsc 6f catheter) were not "finger tightened" prior to use as it is stated in the directions for use (dfu) provided to the customer in the reported kit. The dfu contains the following statements, "all connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards."

Event description:
As reported, when utilizing a navilyst medical convenience kit, the hosp has complaint of air bubbles entering the system at the location of the catheter connection to the manifold. There has been no air injected or pt injury. A sample will be returned for eval.

Manufacturer narrative:
Although it has been indicated that a used device will be returned for eval, it has not yet arrived. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. (B)(4).